Manufacturer narrative:
Tandem's t:slim user guide describes how to fill the cartridge with insulin and load the cartridge into your t:slim pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge air bubbles were observed. Customer's blood glucose level was not impacted. During a follow-up, it was found that the customer was performing the incorrect load sequence. The clinical diabetes specialist reviewed the load process with the customer to address the issue.